Event description:
Related manufacturer reference number: 3006705815-2023-06870. It was reported that the patient experienced inadequate coverage/therapy due to lead migration following a fall. Reportedly, both leads have migrated but only one lead was determined by x-ray imaging to be too lateral to achieve proper paresthesia coverage. As such, surgical intervention may take place at a later date to address the issue and to achieve expanded coverage.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2025, wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 update: the reporter¿s information was updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.